Event description:
Alarm failed to alert monitor tech of pt status. It appears to be user error. Equipment has been tested and not able to duplicate the problem. No errors wre encountered during testing done by clinical engineering nor by co.